Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male (B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added and a supplemental report will be submitted accordingly. Referenced article: electromagnetic interference from left ventricular assist device in patients with transvenous implantable cardioverter-defibrillator. Pacing and clinical electrophysiology. 2021. 44:1163¿1175. Doi: 10.1111/pace.14265. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding electromagnetic interference from left ventricular assist devices (vad) in patients with transvenous implantable cardioverter defibrillators (ICD). The article reports icds which exhibited telemetry interference and noise which was noted as oversensing with non-physiological signals from the vads. Telemetry interference resulted in inability to conduct ICD interrogation in all patients, including threshold or sensing testing, as well as lead impedance measurements. Reprogramming or troubleshooting was performed to solve this issue, and some resolved spontaneously. Three patients underwent ICD generator replacement with a different manufacturer after which communication was successful and one patient had persistent telemetry failure despite several attempts for whom no further interrogation was performed. Emi with noise also occurred which led to oversensing, noise reversion with recurrent episodes of right atrial (ra) and right ventricular (rv) lead noise, inappropriate mode switches, and inhibition of pacing. There were noise episodes that were categorized as atrial fibrillation (af) or inappropriate detection of ventricular tachycardia (vt) and/or ventricular fibrillation (vf). As a result, there were leads which necessitated lead revision or reprogramming. The status/disposition of the devices and leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.